Event description:
A pt called lfs in 2002 alleging their lifescan meter was intermittently giving not ok messages at times and other times could not power on. Pt was unale to resolve these issues with troubleshooting. Pt stated they were unable to test and was symptomatic with symptoms of tired, almost faint, dizziness & perspiration. They ate food/drank beverage to treat self. Pt did not seek medical intervention. Meter has been replaced.